Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site. The cse performed a total service call. Following the service, a precision study was performed with three levels of progesterone quality control materials. The precision results were found to be acceptable. The presence of air bubbles in the patient sample could have generated the falsely low progesterone result. The cause of the discordant, falsely low progesterone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low progesterone result was obtained on a patient sample. This initial result was reported to the physician, who questioned it. The same sample was repeated in duplicate, resulting higher. One of the repeat results was reported to the physician. There are no known reports of patient intervention due to the discordant falsely low progesterone result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant falsely low progesterone result.